Event description:
The medical team had an impella cp support when at the explant, there was a harm to the limb accessed for the placement of the cp. The limb was seen to be thrombosed and needed intervention in the form of angioplasty. The team placed stents to the superficial femoral artery.

Manufacturer narrative:
All product was discarded at explant. No benchtop analysis to root cause is possible. Should more details be shared that lead to root cause of the thrombosis, a final report will be filed.